Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller by providing pump reset information and supported resetting the pump; however, as the malfunction persisted. The customer would reach out to their hcp to obtain a backup method of insulin therapy.